Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain on belly") and genital haemorrhage ("strange bleeding") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lumbar pain/ like lumbosciatica or sciatica / pain in back"), fatigue ("chronic tiredness"), the first episode of inflammation ("inflammation"), adnexa uteri pain ("pain in ovaries"), menstruation irregular ("irregular menstrual period"), pain in extremity ("pain in legs"), breast pain ("pain (like itching) on breasts"), headache ("headache"), weight increased ("weight gain"), vulvovaginal pruritus ("itching on vulvar zone"), vulvovaginal mycotic infection ("fungi on vulvar zone"), urinary tract infection ("urinary infections"), hair disorder ("her hair is weak"), alopecia ("hair fall (much more than before)"), arthralgia ("pain in joints"), the second episode of inflammation ("inflammation on belly"), urinary incontinence ("urinary incontinence"), anxiety ("anxiety"), dizziness ("dizziness") and unevaluable event ("irregular contractions"). The patient was treated with ibuprofen, naproxen, paracetamol, diazepam, lorazepam and erythromycin. Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, adnexa uteri pain, menstruation irregular, pain in extremity, breast pain, headache, weight increased, vulvovaginal pruritus, vulvovaginal mycotic infection, urinary tract infection, hair disorder, alopecia, arthralgia, the last episode of inflammation, urinary incontinence, anxiety, dizziness and unevaluable event had not resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, breast pain, dizziness, fatigue, genital haemorrhage, hair disorder, headache, menstruation irregular, pain in extremity, unevaluable event, urinary incontinence, urinary tract infection, vulvovaginal mycotic infection, vulvovaginal pruritus, weight increased, the first episode of inflammation and the second episode of inflammation to be related to essure. The reporter commented: the consumer wants essure to be removed. She did not answer to follow up requests. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1036 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain on belly and strange bleeding (seen as genital bleeding). The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since she took medications for pain. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 12-sep-2016 who had essure (fallopian tube occlusion insert) inserted in 2013 for contraception. The consumer reported experiencing lumbar pain, like lumbosciatica or sciatica / pain in back, pain on belly, chronic tiredness, inflammation, pain in ovaries, irregular menstrual period, strange bleeding, pain in legs, pain (like itching) on breasts, headache, weight gain, itching on vulvar zone, fungi on vulvar zone, urinary infections, her hair is weak, hair fall (much more than before), pain in joints, inflammation on belly, urinary incontinence, anxiety, dizziness, and irregular contractions. The events appeared three months after essure insertion and they are not resolved. She took medications for pain. The consumer wants essure to be removed. All the events were considered as related by consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain on belly and strange bleeding (seen as genital bleeding). The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since she took medications for pain. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.